Event description:
Reporter also stated the customer obtained a result of 521 mg/dl on the aviva system while feeling the hyperglycemic symptoms of shakiness, incoherence, and dry mouth. Reporter stated that she treated the customer with orange juice and 20-30 minutes later, he obtained a result of about 150 mg/dl on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter did not have the strips used for the incident where the 521 mg/dl result was obtained. None of that product will be returned for evaluation.